Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 10/23/2015 indicated that the patient is "ok" now. The event has resolved.

Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available.

Event description:
As reported by an eye care professional (ecp), a patient that was fit in the lenses on (B)(6)2015 and was diagnosed with corneal ulcer inferior paracentral with fungal infection in the left eye (os) on (B)(6) 2015. Inflammation and hypopyon was also noted. The patient is currently hospitalized and under systemic antibiotic treatment. The hypopyon has decreased. The patient wore the lenses on (B)(6) 2015 and the ecp suspects the patient wore the lenses more than the recommended 30 days as they were provided as trial lenses on (B)(6) 2015 as the event occurred on (B)(6)2015. Additional information received on 08/07/2015 indicated, that a lens has been provided to the hospital laboratory to identify the pathogens and the tests were (B)(6) and based on the clinical evaluation, the current doctor concluded that the infection was caused by fungus and acanthamoeba. Visual acuity was 1 and the cornea is completely white with corneal oedema, preventing the measurement of the visual acuity of the os. The diagnosis from the hospital record was bacterial keratitis in the os. The hospital advocates that this is a corneal traumatism infected by a contact lens not properly maintained. Currently, under the abscess the ulceration is closed and epithelialized. Evolution is therefore slightly improved but there is still present the corneal oedema and the para central scar. The patient is now under treatment with local injections with ceftazidime and vancomycin and topically with moxifloxacin. The patient is also receiving autologous serum and re-epithelizant products (unspecified). Follow-up received on 08/12/2015 by medical representative on 08/11/2015 indicated the patient has been released from the hospital and is scheduled for a follow up appointment (check) on (B)(6) 2015. Visual acuity is now 0.7 with difficulties with the near vision. Doctor is evaluating as favorable the eye evolution under the treatment. Currently the patient has corneal edema with central inferior remaining scar. The result for the fungal culture was negative. The patient is currently undergoing treatment with moxifloxacin (dosage unk) and autologous serum every 2 hours. Additional information received on 08/21/2015 confirmed the diagnosis from medical record of bacterial keratitis (infectious corneal ulcers) in the os. Based on the availability of specific testing kits for acanthamoeba in the reporting country and the inability to rule out the protozoan, the doctor had decided to state acanthamoeba infection diagnosis in the medical record. The ecp maintains the opinion that the pathogen was acanthamoeba based on the patients' clinical evolution under the treatment. The patient went for a check on (B)(6) 2015 and the status was the same as on (B)(6) 2015 (at the hospital discharge): corneal edema, same visual acuity 0.7. The patient was instructed to maintain the same treatment moxifloxacin and autologous serum every 2 hours. Additionally, the patient has received full instructions on how to use the lenses from the doctor. The patient used the lens for cosmetic purposes and did not use them constantly as there was a pause in usage of 1.5 weeks between the last usage and the usage causing the event. The patients care habits and contact lens solution is unknown. The symptoms are remaining. Additional information received on 08/24/2015 indicated the doctor consulted the patient on friday (B)(6) 2015, he stated that the patient was doing very well and the patient has a small stromal scar but not in the visual axis. The patient was instructed to continue the usage of moxifloxacin (dosage unk) for an additional week. Additional information has been requested, but not yet received.